Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. The complainant reported that an impella cp was being inserted and was advanced over the wire into the left ventricle (lv) without difficulty. The wire was removed and impella started but unable to achieve flow greater than two. Position on fluoroscopy appeared correct, but kink noted in cannula just distal to motor housing/outflow. The impella was pulled back into the aorta and kink was noted to be present. A new impella was successfully placed.

Manufacturer narrative:
The investigation for the product damage kinked cannula has been completed. Data logs were reviewed which confirmed low pump flow when pump started and remained to the rest of the case. Visual inspection found a kink on cannula about 15 mm from outflow cage and cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was most likely kinked cannula. Added h6 impact code 4629 corrections to the initial MFR report: g1 MDR reporting contact email.